Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 14 devices were received. 1 device was not available for evaluation. Additional information: 15 devices were labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device was reportedly leaking. 15 events had patient involvement; no patient impact.